Manufacturer narrative:
This report is submitted on 06 december 2019.

Event description:
It was reported that the patient experienced recurrent infections at abutment site; subsequently the patient was treated with IV antibiotics and the area at abutment site was debrided (date not reported).